Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator shut off during patient monitoring. There was no adverse patient impact.